Event description:
Approximately two months following a successful femoral filter placement, it was noted during an unrelated gastrointestinal procedure that the filter had migrated distally, approximately one vertebrae. One of the filter legs had perforated the vena cava. No surgical intervention resulted from this event and no further action has been planned. The pt is asymptomatic and will be monitored annually by the physician. This device remains implanted. Therefore, no failure analysis will be available.